Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch. Analysis was unable to test for unexpected restart alarms or button and keypad anomaly due to blank display. The insulin pump had cracked case window display corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer reported that there was nothing on the screen. The customer reported that the buttons were unresponsive. The customer's blood glucose was 271 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.